Event description:
A clinical incident involving a perc dlr spinewand surgical device was reported to arthrocare. During a lumbar nucleoplasty procedure, the wand cable reportedly failed to work which resulted in a 40 minute delay in surgery. There was no reported injury to the pt.

Manufacturer narrative:
The device was returned for investigation. The investigation is currently in progress and a f/u report will be provided after the investigation has been completed.